Event description:
A caller reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy recurs. The caller understood and acknowledged the guidance.